Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was not capturing, pacing and defibrillation impedance had dropped, and r-wave amplitude sensing decreased. The suspected cause was dislodgement of the right ventricular lead. No interventions or procedures were reported. The patient was in stable condition.

Event description:
New information noted while attempting to reposition the right ventricular lead, the helix would not extend. The right ventricular lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of lead helix failure to extend helix was confirmed while the reported events of dislodgement, low impedance, r-wave amplitude variation, and failure to capture were not confirmed. A complete lead was received in one piece for analysis. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within specification.